Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient treated for grade iii isolated cystocele by the restorelle direct fix anterior device. Right nephritic colic postoperatively. The urography on day 10 shows a large right uretero-hydronephrosis, up to the bladder. Difficult placement of a jj stent in emergency. The guidewire find obstacle located 1 to 2 cm from the ureteral orifice. Secondary endoscopic treatment with large incision of the lower ureter was done : they find the prolene thread transfixing the ureter. Section of the thread with endoscopic scissors and removal of the it with a forceps for foreign body. The jj catheter was removed 6 weeks later. The 3-month control urography showed no residual barrier in an asymptomatic patient. Prothesis is still implanted. The implant was fixed by using the digitex system which is provided with the restorelle.